Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt, and it was found to be in good over all condition. The device was functionally tested and failed the tests as the gun primed and fired with lots of resistance due to the gun is very dry identified during evaluation. Additionally, it was identified that the driver required more force to get the stylet sled to latch. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported failure to prime issue and the investigation is determined to be confirmed for the identified difficult to set up or prepare issue as more force to get the stylet sled to latch. The root cause for the reported failure to prime issue cannot be determined as the problem could not be reproduced. The root cause for the identified difficult to set up or prepare issue was determined to be gun is very dry. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. (Expiry date: 09/2026)

Event description:
It was reported that during biopsy procedure, the gun will not always set it to fire and need to be cocked three times. There was no reported patient injury.